Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer was hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was 476 mg/dl at time of incident. Another blood glucose level was 467 mg/dl. The customer declined troubleshooting. Customer stated that they were not getting insulin. The device will not be returned for analysis.